Manufacturer narrative:
(B)(4). Reference exemption number e2017029. An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Multiple reports were filed for this patient, please see associated report: MDR 9610905-2019-00190 and 9610905-2020-00007.

Event description:
Patient with high bmi, low bone density and copd presented after reported vehicle crash with broken plate. Plate was removed and replaced.